Event description:
End user called in and claimed that the caster wheel fell off from the chair causing the end user to fall out. End user states he injured his ankle and it was swollen. End user stated he went to the hosp for medical attention and x-rays revealed nothing was broken.

Manufacturer narrative:
Product has not yet been returned to the MFR for eval and it is unk if or when MFR may have the opportunity to evaluate the device. MFR does not have all the details of the reportable event at this time to complete our investigation.